Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial lung resection, while being applied to the pulmonary parenchyma, an attempt was made to return the knife to the original position, but it returned a little and stopped. The knife had automatically returned when thinking about what to do, so the device was able to be removed without any problems. An error message to remove the cartridge was found displayed at that time. A new cartridge was connected, but an error of cartridge connection was displayed, so the new cartridge was used along with a new handle to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. The handle was placed on a charger to charge and initialized upon removal from the charger. The clamshell and the adapter were attached and calibrated. Functionally, all four rotation keys were functional. Both green safety keys were functional and illuminated properly. The device tested satisfactorily on the a1 with a firing force of 130 lbs. A loading unit was attached and articulated without difficulty. A review of the system logs showed that a product was connected to the device during calibration. It was reported that after firing the device, there was resistance while attempting to retract the knife. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the screen displayed a yellow swimlane aligned with the reload symbol. This indicates a general reload error. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to the user connecting a reload to the adapter before it had finished calibrating. The evaluation detected an unreported condition: there was damage to the external housing. This damage was consistent with rough handling of the device. The product analysis noted evidence that the device was not used as intended. This issue may occur from rough handling such as dropping the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to load a stapling reload before the adapter has been attached to the stapler and calibration has been completed. Doing so may lead to improper calibration and/or device damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial lung resection, while being applied to the pulmonary parenchyma, an attempt was made to return the knife to the original position, but it returned a little and stopped. The knife had automatically returned when thinking about what to do, so the device was able to be removed without any problems. An error message to remove the cartridge was found displayed at that time. A new cartridge was connected, but an error of cartridge connection was displayed, so the new cartridge was used along with a new handle to complete the case. There was no patient injury.